Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Customer's event was found during preparation for use. Device was reprocessed before returning for service.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that the air/water-cylinder has foreign objects, and the air/water-tube has foreign objects. Additional findings were as follows: due to a scratch on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, due to a chip on light guide lens, illumination is uneven, due to a crack on adhesive around objective lens, flare occurs, due to damage on nozzle, water removal ability does not meet the standard value, due to deformation of bending tube, bending angle in down direction exceeds the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, the plastic distal end cover is deformed, the light guide lens has a crack, and the adhesive on bending section cover has wear. It is most likely that the issue found was a result of insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope had a crush at the distal end, and a reflection in image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water-cylinder has foreign objects, and the air/water-tube has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.